Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unk. The customer stated that there were no significant events that could have led to the issue. The customer's issue was solved by a complete set change of the reservoir and infusion set. No further info was provided.